Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was having high blood glucose value. The blood glucose value was unknown. Customer stated that the blood glucose value was ok after injection with insulin pen. Insulin pump will be returned for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.